Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3086653. All inspection performed per the applicable operations qc specification.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1 stated, she does not use the syringes that are questionable.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1 stated, she does not use the syringes that are questionable.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot numbers. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3086653. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 27mar2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1 stated, she does not use the syringes that are questionable.